Event description:
The customer returned the pump for unrelated service. During in-house testing it was determined that the pump failed to alert load syringe plunger when set to infuse without a syringe loaded.